Manufacturer narrative:
Additional information: additional information received indicated that the incident date is unknown as it was another doctor who implanted the lens. There was a capsular issue, capsule tear and the replacement lens was a non-johnson & johnson 3 piece lens which was sutured to the iris. The following fields were updated accordingly: the following codes were added: section h6: health effect - impact code: 4625 - additional surgery (sutures). Section h6:health effect - clinical code2639 - capsular bag tear. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4, a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between jul 25, 2023 and nov 20, 2024. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted from a patient's right eye due to patient experiencing halos and glare. The lens was replaced with a monofocal lens, although the specific model and diopter remain unknown. The patient outcome is unknown. The explanted lens has been discarded. No further information was provided.